Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable that plugs into the pump, completely separated from the cable. The cable could no longer be used to charge the pump. Customer had an alternate usb cable available. There was no adverse impact to customer¿s blood glucose.